Manufacturer narrative:
Correction: b3 - date of event was previously reported as apr 26, 2020, and should be reported as apr 26, 2021.

Manufacturer narrative:
The reported events of inadequate capture thresholds and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure high capture threshold and pacing impedance were observed. The lead was repositioned several times; however, the results were unsatisfactory. A replacement lead was used to successfully complete the procedure. There were no patient consequences.